Manufacturer narrative:
The device was returned for analysis and an evaluation of the device was completed. Product analysis: one non-sterile angioguard rx was received coiled in a plastic bag. The unit was inspected and delivery wire was found kinked at proximal section at 1.5cm and 12cm from proximal end. Also filter basket was found damaged. No other anomalies were found. Note: only delivery wire and capture sheath were received for analysis. Filter basket and coil tip were observed under microscope magnification and as previously mentioned filter basket membrane was found wrinkled. Lake region medical did review the device history records relative to the manufacturing, inspecting and packaging of lot 10131807. This packaging lot contained (B)(4) units, which were shipped from lake region medical on june 11, 2012. The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable. The failure reported by the customer as ¿delivery system failure to cross¿ could not be evaluated due to the nature of the complaint; however analysis and DHR review indicates that the device did not present any obvious indication of manufacturing defect or anomaly that could contribute to the event as reported. The cause of the event experienced by the customer and the cause of the damages found on unit could not be conclusively determined; it is possible that procedural factors may have contributed with the reported condition since the records indicated that the product met specification prior shipment. Additional information is pending and will be submitted 30 days upon receipt. Concomitant devices: ev3 stent and non-cordis embolic protection device.

Manufacturer narrative:
Additional information was reported by the affiliate that there was no damage noted to the filter prior to use. Excessive force was used during the advancement of the device because the physician felt friction when he advanced the filter into the target lesion. The filter membrane was not noted to being damaged after use and might have been damaged during shipment. Please note that a new device history record (DHR) review was performed in order to incorporate the filter damage and the product met quality requirements for product acceptance. Additional information on concomitant devices: the non-cordis embolic protection device was a ev3 spider embolic protection device. Complaint conclusion: according to the affiliate, there was difficulty advancing a 5mm angioguard filter basket past the lesion. The surgeon removed the angioguard and replaced it with a non-cordis device to complete the procedure. During analysis of the device at cordis, the membrane of the filter was found to be wrinkled. There was no reported patient injury. The target lesion was located in the right common carotid artery with a stenosis of 90%. There was also some severe calcification and general tortuosity. There was no damage noted to the filter prior to use. Excessive force was used during the advancement of the device because the physician felt friction when he advanced the filter into the target lesion. One non-sterile angioguard rx was received coiled in a plastic bag. The unit was inspected and delivery wire was found kinked at proximal section at 1.5cm and 12cm from proximal end. Also filter basket was found damaged. No other anomalies were found. Note: only delivery wire and capture sheath were received for analysis. Filter basket and coil tip were observed under microscope magnification and as previously mentioned filter basket membrane was found wrinkled. Lake region medical did review the device history records relative to the manufacturing, inspecting and packaging of lot 10131807. This packaging lot contained (B)(4) units, which were shipped from lake region medical on june 11, 2012. The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable. The failure reported by the customer as ¿delivery system failure to cross¿ could not be evaluated due to the nature of the complaint; however analysis and DHR review indicates that the device did not present any obvious indication of manufacturing defect or anomaly that could contribute to the event as reported. The cause of the event experienced by the customer and the cause of the damages found on unit could not be conclusively determined; it is possible that procedural factors may have contributed with the reported condition since the records indicated that the product met specification prior shipment. With the information available and without films of the event it is not possible to draw a clinical conclusion between the device and the reported event. The filter membrane was not noted to being damaged after use and might have been damaged during shipment. In this case, it is possible that the difficulty experienced by the customer was related to procedural factors, vessel characteristics and/or user handling.

Event description:
According to the affiliate, there was difficulty advancing a 5mm angioguard filter basket past the lesion. The surgeon removed the angioguard and replaced it with a non-cordis device to complete the procedure. During analysis of the device at cordis, the membrane of the filter was found to be damaged. There was no patient injury. During product analysis of the angioguard, it was found that the membrane of the filter basket was damaged. The target lesion was located in the right common carotid artery with a stenosis of 90%. There was also some severe calcification and general tortuosity. During the carotid artery stenting procedure, the physician successfully advanced the guidewire past the lesion and inserted a 5mm angioguard rx embolic protection device into the patient. The angioguard did not have any damages noted, and was prepped according to IFU instructions. The physician felt friction when he advanced the 5mm angioguard rx into target lesion. The surgeon withdrew the angioguard easily from the patient and exchanged it for a non-cordis device in order to complete the procedure. There was no patient injury. During product analysis of the angioguard at cordis, it was found that the membrane of the filter basket was damaged.